Manufacturer narrative:
The devices have been returned for evaluation and the implant coils were already detached from the pusher assembly. (B)(4)

Event description:
It was reported that both coils could not be detached during procedure and were removed from the patient. No patient injury reported.

Manufacturer narrative:
The devices involved in the event have not been returned for evaluation. Model# and lot# of other coil: model#: qc-3-4-helix; lot#: 9470093; dom: 07/25/2011; exp: 07/24/2014. (B)(4).